Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and failed multiple times. The clip was unable to properly clip onto the tubing during in-house testing. No grip misalignment was observed. The root cause of this finding was not determinable. Failure analysis found the secondary failure of cracked clamping pulley to be related to the customer reported complaint. The housing was removed and the instrument was found to have a cracked clamping pulley. As a result, the instrument was found to have a loose grip cable at the distal end and failed clip test was observed. The root cause of the cracked clamping pulley is attributed to user mishandling. An additional observation not reported by site and not related to the reported event was also identified. Signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibited orange discoloration. The root cause of this failure mode is attributed to user mishandling, most commonly caused by improper cleaning/reprocessing techniques. A review of the site's complaint history does not reveal any additional complaints involving this product. A review of the instrument log for the large clip applier instrument (part number: 470230-12, lot number: n10200907-0120) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk3975. The instrument was used for one minute. The instrument had 63 uses remaining out of 100 max tool uses. This complaint is reportable due to the following: it was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not clip and the wires were sticking out. Failure analysis confirmed both failures on the instrument. Per the description of the complaint and failure analysis findings, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, this failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not clip and the wires were sticking out. No fragment fell into the patient. The customer used a backup instrument. The procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use. The reported issue happened when the surgeon was clipping the bile duct. The surgeon was using the teleflex medical weck hem-o-lok large non-absorbable polymer ligating clips with the instrument. The clips were large size and the vessel was not greater than 13 mm.